Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the customer was drinking alcohol heavily. The friend went to visit her the night before the event, and she attempted to get her to eat something. The following day she went back to her house and she was dead in diabetic coma. The caller mentioned that the customer had been a heavy drinker for many years and the insulin pump had nothing to do with her death. The caller wanted to make sure that the supplies would not come anymore. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.